Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strip had poor storage.

Event description:
Customer's wife complains of "lo" results. Customer's wife states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 100-130mg/dl fasting. Verified test strips expire 06/30/2018. Customer's test strips are being stored in the bathroom and opened vial date (B)(6) 2015. Customer performed a back to back blood test 234mg/dl and 254mg/dl non-fasting. Reviewed meter memory: 1:lo (B)(6) 2015 04:24:00 pm fasting:yes. 2:100mg/dl (B)(6) 2015 06:43:00 pm fasting:yes. 3:121mg/dl (B)(6) 2015 04:42:00 pm fasting:yes. 4:117mg/dl (B)(6) 2015 07:35:00 am fasting:yes. 5:123mg/dl (B)(6) 2015 07:33:00 pm fasting:yes. Memory concerns: customers concern: with lo on (B)(6) 2015 4:24:00 pm. Customer called in with a complaint the meter her husband was using had "lo" appear on the screen after inserting the strip. Patient stated he then removed the strip and reinserted it into the meter with the e-4 error message appearing then the meter went off and testing was unable to be performed. Meter does not have the date and time properly set on the meter. When attempted to retrieve meter memory the meter turned able to retrieve the memory on the second attempt. Adverse event not reported.